Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. Factors that may contribute to material rupture during use include, but are not limited to, inadequate pressure integrity, inadequate device prep, inflation above rbp, or damage to the device. In this case, there was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was treat a mildly calcified, moderately tortuous distal right coronary artery that is 90% stenosed. The 3.0x12mm trek balloon dilatation catheter (bdc) ruptured during the first inflation at 6 atmospheres. Another trek was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.